Event description:
The intra-aortic balloon was inserted into the pt on 11/13/97 at 4:30 p.m. There was poor inflation and augmentation during intra-aortic balloon pump and the intra-aortic balloon was removed with difficulty on 11/14/97 at 7:25 a.m. The pt had major ischemia and removal of the intra-aortic balloon was required. There was damage to the profunda femoris, both artery and view. This was repaired and a second intra-aortic balloon was inserted. The intra-aortic balloon was returned to datascope for evaluation. (Event complications: major ischemia/injury/repair to artery - reported 8/19/98.) (Pt's current status: discharged - reported 8/19/98.)